Event description:
Eleven months post the index procedure the pt returned with unstable angina iiib. The pt was taken to the cath lab where angiography revealed a restenotic lesion of a previously treated lesion in the mid lad. Balloon angioplasty was performed on the lesion with a 3.0 x 15mm balloon to a maximum inflation pressure of 8 atms. Satisfying results were achieved. Angiography revealed an additional lesion in the 1st diagonal branch. This lesion was de novo, smooth, eccentric, with little or no calcification with free of thrombus. Balloon angioplasty was performed on with a 2.5 x 20 mm balloon to a maximum inflation pressure of 12 atms. Satisfying results were achieved. The pt was discharged the next day on, plavix, aspirin, statins and beta-blockers.